Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: the patient was admitted. On (B)(6) 2004: the patient was preoperatively diagnosed with l3 burst fracture and underwent following procedures: l3 corpectomy. Arthrodesis, l2 to l4. Plating from l2 to l4. Tibial strut allografting. Use of bmp local autograft. As per op-notes, "..medium staples were then placed with the plating system on l2 and l4... At the l4 level, 50 mm length screws were utilized. Mild distraction was performed across this space. A tibial strut was then trimmed to size, measuring approximately 45 mm in length. This was packed with bmp wrapped around the autologous bone from the fractured vertebral body..." No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.